Event description:
The facility's senior quality associate technician reported to baxter (B)(4) that a 3l tpn oxygen barrier bag 6 way had a particle inside the line within the packaging. This condition was observed before use. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: a sample was available for evaluation. Visual inspection revealed a black spot on the y. The root cause was determined to be due to the molding machine used in the manufacturing process. The black spot was identified to be burnt plastic material pushed out of the barrel of the molding machine. This is a cosmetic defect and does not pose any functional issue to the y or any risk of the material being dislodged. The first mold shots after startup are being discarded. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.